Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device, a service required alarm condition indicating a battery charging issue was observed. The device's system board was replaced to address the issue. Additionally, during the evaluation the device failed to allow the software upgrade to successfully complete. The device's display board was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed as the upgrade can only be done when not in patient use.